Event description:
On 980401 co received a complaint from a micro user that during the set-up of two 014020 micros had experienced that the gas inlet pressure to the oxygenator was extremely high indicating a partial or total blockage with very little or no gas being able to flow into and through the hollow fibres. Co received and investigated the two micros and confirmed that the hollow fibre ends were blocked with polyurethane potting compound. Co immediately tested add'l micros with both the same as well as the previous and following lot #s and this revealed blocked fibre ends to one degree or another. A review of the production records for these three lot #s indicated that one particular roll of hollow fibre mat material was a common factor.